Event description:
It was reported that during pretest, the foley catheter had difficulty in draining water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, the foley catheter had difficulty in draining water. Per investigator's notification received on 11nov2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted visually inspected catheter; no physical defects present. Inflated balloon with 10ml of mbs with returned syringe; inflated properly. Asymmetrical balloon present with balloon concentricity of 100:0 therefore complaint was opened to capture this. Deflated balloon with returned syringe; deflated passively in under 5 min: 1min 2 seconds. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d,e,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.